Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 29th of june 2020 getinge became aware of an issue with one of our devices ¿ volista standop. As stated, part of paint has chipped from a fork of the device. No injury has been reported due to mentioned issue however we decided to report it in abundance of caution as detachment of any paint particles may lead to contamination of sterile field. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
On 29th of june 2020 getinge became aware of an issue with two surgical lights ¿ both are volista standop. As stated, part of paint has chipped from forks of devices. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any paint particles may lead to contamination of sterile field. Devices involved in the event are volista standop (vlt600sf stp) with serial numbers (B)(6) and (B)(6), catalog number ard568811910. Manufacturing date of both surgical lights is 1st of december 2015. It was established that when the event occurred, surgical lights did not meet their specification due to the reported peeled paint and they contributed to event. It is unknown if devices were being used for patient treatment when the event occurred. During the investigation it was found that the evaluated case has not led to serious injury nor death. The performed investigation, which includes device history review, excluded any manufacturing anomalies and design issues. The investigation performed by subject matter expert concludes the most probable root cause of this incident was due to not proper cleaning methodology which might lead to weakening of paint surface. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).